Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 8th, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received coated in the unknown liquid. The lens was cleaned revealing a scratch on the lens. The complaint lens was forwarded to the manufacturing site for miq re-measurement. The lens was measured resulting in a 23.70 diopter. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿cosmetic issues¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), there was a major postoperative refractive error. The account indicated that the patient did not present any underlying disease, and the target was -1.5d. The planned srk/t was -1.49d and barrett was 1.79d, but the s surface was -2.5d and the c surface was -1.0d, which was about 2d more than planned. The patient felt strange in the way that they were seeing. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the iol was implanted in the patient's right eye on (B)(6) 2025. The test result after the lens was implanted was -3d. During an examination on (B)(6) 2025 the preoperative right distance corrected visual acuity was (1.5× s +0.25d, c -0.75d, a 90 degree). The patient was examined on (B)(6) 2025 and the postoperative right distance corrected visual acuity was (1.2p× s -2.50d, c-1.00d, a 105 degree) and the postoperative left distal corrected visual acuity was (1.5 × s -0.50d, c -1.00d, a 75 degree). On (B)(6) 2025, the lens was explanted, and immediately after the surgery there was no strange way of seeing right and left, and the patient was pleased with it. The account also indicated that the right eye originally had myopia of -1.5 d when measured in 2016, but it changed to hypermetropia of +0 emmetropia on (B)(6) 2025. The left eye had -1.0 d of myopia and the patient did not want to wear glasses, so the right eye was implanted with +23.5 d aiming at -1.5 d. The degree of the anterior chamber depth was almost the same between the left eye and right eye, and there was no change in anterior chamber depth. The status of the retina was almost the same between the right eye and left eye. No further information was provided.

Manufacturer narrative:
Section b3: date of event: between lens implantation on (B)(6) 2025 and explant on (B)(6) 2025. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model: dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model: dib00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.